Event description:
As reported by the user facility: event 2. Brief inquiry description: account experienced various leaks with 4540018-02. Detailed inquiry description: 2 sprayed out from the top chamber after the 5fu added: lot# 24a3oge561.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 2 through visual examination, a crack was observed at the filling port of the complaint sample. Drug crystallization was observed along the crack line as well. The sample was filled with solution to check for leakage. Leakage was observed from the cracked filling port during the filling process. To further analyze the root cause of leakage, the complaint sample was filled with solution. The complaint sample was unclamped. No leakage was further observed from the filling port, valve area, silicone sleeve, filter and tube connection. However, solution is not able to flow out from the complaint sample as the patient connector was locked with spiros cstd. The sample is not within specification; the reported defect is confirmed. The defect is a result of a failure in the production process. An approved project is in place to further address issues with crack at filling port. A review of the device history record (DHR) performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.